Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 3, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on june 12, 2020.

Event description:
Per the clinic, the patient has a thin auditory nerve resulting in no sound detection response. The device was electively explanted on (B)(6) 2020 and was reimplanted with a ci632 (nucleus ci632 profile plus with slim modiolar electrode) during the same surgery with the hope that the patient will have a better hearing response.